Event description:
The patient's wife reported that the patient experienced low blood glucose levels (26mg/dl) at 4:00am on (B)(6) 2011. The patient was treated by emt's and was transported to the hospital. Troubleshooting revealed that the time was incorrect on the pump. The patient's wife indicated that the pump is not maintaining the date and time with battery removal. Additionally she reported that the pump has a crack in the battery compartment and has been re-booting periodically for the past couple of weeks. This complaint is being reported due to the patient experiencing low blood glucose levels and being hospitalized.

Manufacturer narrative:
It was reported that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. It was reported that the pump was cracked at the battery compartment. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(6).

Manufacturer narrative:
Follow-up #1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump black box download showed that time and date resetting had occurred. There were no alarms indicating a pump malfunction in the black box history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.